Manufacturer narrative:
Per the tandem user guide: tandem diabetes care recommends that you periodically check the battery level indicator, charge the pump for a short period of time every day (10 to 15 minutes), and avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to normal battery depletion and that the customer was miscalculating their boluses. As a result, customer experienced a high blood glucose (bg) level of 551 mg/dl with moderate ketones that necessitated an emergency room visit and subsequent admission to the intensive care unit where they were treated with intravenous fluids of saline, insulin, potassium, and magnesium. Customer was released from the hospital the following day.